Manufacturer narrative:
The pod was received with the formed needle protruded out through the exposed soft cannula, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. Pcoa-1350 implemented an enhancement to vision system to catch the presence and orientation of the cannula in the slide retract. There was no evidence of blood found on the received device. The exposed formed needle contributed to the reported pain during insertion and bleeding at the pod infusion site.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported by the patient that the needle mechanism did not retract from the cannula as intended after activation. The patient experienced pain at the site. The pod was worn 36 to 48 hours before the issue was realized.